Event description:
It was reported that an alarm was heard and confirmed by telemetry. The alarm was due to a motor stall, which occurred at 8:03 on the report date and had not yet recovered. The patient did not have an MRI and had not been near any strong magnetic fields. The patient had not had any symptoms since the stall occurred. However, the patient had had trouble sleeping the last 3 days. The device system was used to deliver hydromorphone, clonidine and bupivacaine. It was later reported that, beginning on 2014 (B)(6), a critical pump alarm occurred every 30 minutes. It was noted that it could have been the night of 2014 (B)(6) while the patient was sleeping, but it was not heard until the following morning. On 2014 (B)(6), the patient called her healthcare provider (hcp) and went to see him that morning. At that time, the hcp turned down the pump. It stalled but it was stated that it ¿would still work¿. The patient was given a fentanyl patch. By that evening, the patient was vomiting and convulsing and was rushed to the emergency room (ER). At the ER, the patient was given an injection of dilaudid and valium and was given oral dilaudid, but it was noted that the patient had been on a heavy dose for 4 years. Over the weekend, the patient ¿tried to reach someone¿, but ¿couldn¿t get through¿. Over the weekend, the patient¿s doctor went to his house and turned the pumpback up. It was noted that the patient had a ¿rough weekend¿ and was in severe withdrawal. The patient¿s doctor advised that the pump would need to be removed. It was noted that the patient¿s implanting doctor had retired and the patient needed to find a new surgeon to remove the pump. The patient was referred to a different doctor, but could not see them until 2014 (B)(6). Prior to the alarm, the patient had not shown any other symptoms. The patient saw the refilling hcp on 2014 (B)(6), and everything was fine at that time. The reporter was not sure ¿how long the patient can last¿. He was currently vomiting, coughing and made a violent gasp, which seemed like a yawn. It was noted that the patient was immobile and the patient¿s wife was unable to transport him. However, she was prepared to call a medical transport service to get him to the hospital. The patient¿s wife did not think the pump was working. She didn¿t think she could give the patient enough oral medication. The medication were just keeping the symptoms ¿at bay¿ for a little bit. It was later reported, the patient could not be seen for a surgery consultation any sooner than 2014 (B)(6). It was later reported that, as of 2014 (B)(6), no motor stall recovery had occurred. Upon interrogation on 2014 (B)(6), the pump showed an active motor stall and tube set message. The patient heard the alarm around 2014 (B)(6). The pump logs showed a motor stall recovery on 2014 (B)(6) at 12:06, a motor stall on the same date at 16:46 and a tube set message on 2014 (B)(6) at 16:46. The patient had complained of increased pain. A pump replacement was to occur on 2014 (B)(6). It was later reported that the patient had a return of pain due to the pump no longer working. The pump was replaced.

Event description:
It was later reported that the pump stopped working and was replaced. Following the replacement, the patient was receiving effective therapy. Since the replacement, the patient had been titrated by the hcp.

Manufacturer narrative:
Product ID 8709sc, serial# (B)(4), implanted: 2010 (B)(6); product type catheter. (B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that things went "terribly wrong" with the patient's pump. The pump reportedly should have lasted 3 more years. The hcp had checked the pump with the clinician programmer and found that the motor was stalling intermittently, but it was unknown when and how often. During the previously reported ER visit, it was stated that the hcp phoned the manufacturer and was advised to lower the pump dosage from 20mg to 1mg. It was at this time that the fentanyl patch was added.

Manufacturer narrative:
Analysis of the pump found motor gear train anomaly, corrosion and/or wear and/or lubrication. Analysis of the pump also found motor gear train anomaly stall due to shaft-bearing.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.